Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker determined that the cause of the reported issue was due to the system pcb assembly. Due to a part obsolescence, the device cannot be repaired.

Event description:
The customer contacted stryker to report that when attempting to power on their device it would not complete a boot cycle. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.